Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs stat assay (tnt-hsst) result for 1 patient sample tested on a cobas 6000 e 601 module. The initial tnt-hsst result was 55.76 ng/l. As per the customer's protocol a new sample was later tested with a tnt-hsst result of < 3.00 ng/l, with a data flag. The customer retested the original sample and got a tnt-hsst result of < 3.00 ng/l, with a data flag. The customer then tested both the original sample and the new sample on two cobas instruments and got tnt-hsst results of <3.00 ng/l, with data flags, on both instruments and for both patient samples. The customer also simultaneously performed qc testing while they were performing the repeat tested. The qc results on both instruments were satisfactory. The customer mentioned that they repeated 2 other patients who had troponin results generated around the same time as the result in question. The repeat results gave almost identical results to their original results. No specific details were provided. The erroneous result was released outside of the laboratory. The tnt-hsst results of <3.00 ng/ml were deemed correct and a corrected report was issued. There was no allegation of an adverse event. The tht-hsst reagent lot was 245180 with an expiration date that was requested but not provided. The customer uses rack adapters. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Further investigation determined there was no indication of an instrument issue or an issue with the sample quality. Qc results at the time of the event were acceptable. There were no issues with any other samples at the time. There have been no further issues reported.